Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the there was an error during device test "error 3fd: power on test error". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error 3 fd: power on test error" could be confirmed by inspecting the device. The cause is determined to some residues at the on/off valve and the proportional valve. The residues are caused by dirty medical gas. The corresponding IFU (uip500_en_v2.1_IFU_ce-MDR) is stating this "failure of products" clearly in section 3.9, page 12. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).